Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches.insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose with blood glucose of 68 mg/dl and customer also have high blood glucose 419 mg/dl. The customer does not mention any hospitalization details. The customer was treated with food and glucose tablets. The customer was experiencing low blood glucose for 24 hours. The customer was at home had dinner and was on dextrose low blood glucose and over delivery. The customer alleges pump is over delivering. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.